Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. Bav was performed with a 25 mm balloon, paced, added flex and utilized a buddy wire but the delivery system would not cross the aortic valve. The initial 29 mm sapien 3 valve was deployed in a non-desired location. Another system was prepped and struggled to cross again. The aortic valve was crossed while pacing and adding additional flex to system simultaneously. The valve was deployed in desired location.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was unable to be confirmed. Investigation results suggest/indicate patient factors (annular scar tissue) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.